Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when the equipment was turned on, a logo was appeared asking for a password. Even after the restart of equipment and power supply, fault persisted. Fse inspected the host pc which showed the hd led lights were not on. Further, the bios battery found on host pc was exhausted. As a corrective action, the fse performed pc cleaning and replaced the bios battery with time and date settings in the bios. Post repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not completely boot up. The device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery in the host pc. The system was returned to use in good working order.